Manufacturer narrative:
The insulin pump was received with case cracked behind pump near battery compartment, cracked battery tube threads and display segments missing due to moisture damage. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Event description:
Customer¿s mother reported via phone call that her daughter¿s insulin pump had crack at top of the battery compartment and continues along the pump. Customer¿s blood glucose was 71mg/dl. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.